Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on information available no product malfunction occurred. Information for use: precautions and observations: clinicians should take extra care to use the blue irrigation/ medication port only when irrigating and delivering medication. Do not irrigate or administer medication through the white inflation port (marked <-45ml). As with the use of any rectal device, the following adverse events could occur: a. Leakage of stool around the device b. Rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa c. Peri-anal skin breakdown d. Temporary loss of anal sphincter muscle tone e. Infection f. Bowel obstruction g. Perforation of the bowel information for use: warnings: over inflation of the retention balloon has the potential to increase the risk of adverse events. Information for use: insertion of device under no circumstances should the balloon be inflated with more than 45 ml of fluid. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on october 17, 2016.

Event description:
Complaint from a physician reporting that a critically ill patient had the device in place. The patient was taken to have a CT examination and the device retention balloon was discovered to have 200ml of water inside it. The patient was diagnosed with megacolon and there was "discussion to move parts of the rectum." Reporter stated "somebody has used the wrong port for rinsing the system with water" meaning the inflation port was used instead of the irrigation port. No additional information has been provided.

Manufacturer narrative:
This supplemental is being submitted as new information was provided by the reporter who stated that the device was in use for about one week. The device was inserted for management of clostridium difficle infection for the patient with existing mechanical megacolon. It was reported that the diarrhea did not come out due to the overfilled balloon/cuff of the product. It was also reported that the patient's hospitalization was prolonged due to the reported event. The product was removed and another similar product was placed in the patient. It was stated that the physician had control of the reported event (6) weeks later and no damage could be found with the patient. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Updated device codes (missing from initial MDR, MFR report# 1049092-2016-00436 submitted on october 17, 2016). Upon further review of the reported event, it was determined that the complaint was not related to a design or manufacturing issue, therefore, a detailed investigation or batch record review is not required. This investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4)